Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: revision year: 2009. Implantation hospital: (B)(6). Implantation surgeon : dr. (B)(6). Concomitant medical products: item: revitan, distal part , catalog #: 0100406216, lot #: 2425074. Item: cocr head, m, 36/0, taper 12/14, catalog #: 0101012366, lot #: 2427270. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. The following reports are associated with this event: 0009613350-2019-00752. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was now reported in a study that the patient was implanted with a revitan stem. Subsequently, the patient underwent a revision surgery in year 2009 (exact date requested) due to unknown reasons.

Event description:
No event update.

Manufacturer narrative:
Review of event description: it was reported that the patient is part of a single-center follow up study to obtain long-term survival, clinical and radiographic outcome data on the modular zimmer revitan revision stem and had a primary surgery on the (B)(6) 2008 and a subsequent revision in the year 2009 due to unknown reason. Review of received data: surgical report received dated (B)(6) 2008. Indication for surgery is loosening of the right total hip prosthesis and osteolysis of the acetabulum and proximal femur. A femur-osteotomy had to be done as well as the patient received a bone graft. After curettage of the base of the acetabulum and removal of all osteolyses, a large cranio-dorsal defect was seen. Additional comments about the bone quality in the femur were made, such as the corticalis being thin like paper and complications occurring during osteotomy. Multiple cerclage wires had to be used to fixate the osteotomy-fragments to the femur and revitan-shaft. X-ray imaging confirm the correct positioning of the implants as well as the re-fixation of the osteotomy-fragments. Discharge report received dated 11th march 2008. The implants prior to the surgery dated (B)(6) 2008 were implanted in the year of 1994. The patient had a subsequent revision surgery in the year 1997, whereby the cup was revised. Several additional medical and surgical history is provided. Due to post-operative anemia and sensation of dizziness, the patient had a blood transfusion and received oral iron-supplementation. The patient had clear signs of swelling and had ambulation difficulties. Leg length discrepancy of 1 cm in the right leg. Adverse event report received. It is noted that a tumor-prosthesis was implanted in the revision surgery. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion summary: it was reported that the patient is part of a single-center follow up study to obtain long-term survival, clinical and radiographic outcome data on the modular zimmer revitan revision stem and had a primary surgery on the (B)(6) 2008 and a subsequent revision in the year 2009 due to unknown reason. The investigation results did not identify a non-conformance or a complaint out of box (coob). Neither x-rays, operative notes of the revision surgery, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. A tumor prosthesis was noted as being implanted in the revision surgery. However, the cause of revision surgery remains unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: the complaint (B)(4) is recorded for 20 patients. Two patients have been previously recorded under (B)(4). Since no new information available complaints have not been reopened but linked with this complaint ((B)(4)).

Event description:
The following was reported in a clinical-study: the clinical study comprised contact of 314 patients out of which 22 patients underwent revision surgery with revitan revision stem on unknown dates at (B)(6) hospital. The reasons for revision surgery are unknown. Note: missing information has been requested.